Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse noted that the pm was recently done and the battery maintenance date needed to be updated. Equipment passed all functional testing.

Event description:
N/a

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) has battery problem, shows "battery maintenance due". There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).